Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of event and implant: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction, cerebrovascular accident and thrombosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience v referenced is being filed under a separate medwatch report number. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
It was reported through a research article identifying xience v, xience prime and other non-abbott stents that may be related to the following; myocardial infarction, stroke, target lesion revascularization, stent thrombosis, minor bleeding and major bleeding due to thrombocytopenia, prolonged / extended hospitalization and additional intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled "prognostic significance of in-hospital acquired thrombocytopenia in stable coronary artery disease undergoing percutaneous coronary intervention".